Manufacturer narrative:
H3, h6: the inner packaging was not returned for evaluation; therefore, a packaging analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be packed in an inner pouch, then sealed and finally placed inside an outer pouch. A review made by the quality engineering team stated that, at this time we have no reason to suspect that the packaging failed to meet any product specifications at the time of packaging. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include mishandling in storage/shipping. Based on this investigation, the need for corrective action is not indicated. Should the inner packaging or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, it was noticed that the sterile packaging of one (1) jrny ii isrt xlpe dd rt sz 1-2 9mm was opened in the sealed box. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).